Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 44.5 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular 11 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the rv shock coil was exposed. This damage can be considered as the root cause for the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against modified tissue in the area of the tricuspid valve over a relatively long service time of more than 7.5 years should be taken into account. The fractured conductor cable to the ring electrode most likely occurred due to tensile forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - it was reported that there vf observed with an aborted episode. A noise interruption on the iegm was confirmed. A lead break was suspected.